Event description:
It was reported that the patient was having longevity and premature battery depletion (pbd) issues with the cardiac resynchronization therapy defibrillators (crt-d) device. The battery longevity dropped from 5yrs to 4yrs in approximately 18 months. Data analysis has not been performed yet. The device remains in service. No adverse patient effects were reported.